Event description:
The company representative obtained the explanted generator and checked the device with the test resistor. Diagnostics were performed 3-4 times and impedance was normal. Since generator diagnostics were normal, there is no indication of generator malfunction. As impedance was ok on the old generator and also the other new generator that was opened during the surgery, there is no indication of a lead issue either and it is very likely that the high impedance was caused by user error during surgery such as incomplete pin insertion, and they possibly weren't re-running system diagnostics when impedance was being checked during the surgery. No further relevant information has been received to date. The generator has not been received to date.

Event description:
The generator was received for analysis. Product analysis is underway but has not been completed to date.

Event description:
Product analysis for the generator was completed and approved. The visual observations are most likely associated with manipulation of the device during the implant procedures. The returned septum shows damage on the underneath side, indicating the setscrew was extracted up into the septum. The returned setscrew socket shows mechanical wear (suspect multiple insertions of the torque wrench) and with septum debris. An interrogation and system diagnostic tests were performed. The in-line cavity go gauge test, designed to verify proper lead cavity dimensions in the header area, passed. A bench in-line lead fully inserted into the pulse generator header, past the negative connector block (lab conditions). A comprehensive automated electrical evaluation (shows an ifi=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications.

Event description:
The patient went in for generator replacement surgery and when the new generator was implanted it showed high impedance with two different programmers. The lead was examined with an image intensifier to check for potential lead issues. The lead was also connected back to the old generator to confirm if it was a lead issue (the outcome of this was not noted but it was indicated that there were no issues). Then a second new generator was opened and everything was fine. It was noted they had not tried using the test resistor, but they had checked impedance with the original new generator at least 3 times and had tried re-inserting the lead pin multiple times. No other relevant information has been received to date. The suspect generator has not been received to date.